Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is off label insulin use. Customer successfully loaded new cartridge and resumed insulin.